Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient underwent a trial procedure on (B)(6) 2015. The trial session was unsuccessful. As a result, the patient will be referred to another doctor to determine the next course of action.

Event description:
The patient has two leads for off-label use. Further device information and the implant date are unknown. It was reported the patient is no longer getting adequate stimulation. The date of event is unknown. As a result, the patient will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's leads were explanted and replaced with different model on (B)(6) 2015. Effective therapy was obtained post operatively.

Manufacturer narrative:
Concomitant products: model: 3346, scs extension, unknown. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.